Event description:
It was reported that the patient received three inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for supraventricular tachycardia (svt) due to functional under-sensing. Device reprogramming was made. There were no adverse health consequences, the patient was stable.